Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noted a hardware low level failures (pump error 63). Troubleshooting was performed customer was able to clear the alarm and also customer is able to complete pump rewind and self tef was not passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on 22-oct-2023 at 22:43:40.00 due to poor solder joints on the u1 keypad assembly. Pump error 4 was found in the history files on 22-oct-2023 at 19:10:17.00 due to the motor mcu did not get the response from the main mcu when sent the request. Pump error 53 (file number 23 line number 964) alarm was found in the history file on 22-oct-2023 at 16:07:38.00 due to a software error on the ipc driver. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies were noted. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage (faded, peeling). In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace and loose solder joints was found on the u1 pin 6 keypad assembly. Pump error 4 was confirmed due to a hardware error on the motor and main mcu. Pump error 53 was confirmed due to a software error on the ipc driver. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.